Event description:
It was reported that the patient heard their implantable cardioverter defibrillator (ICD) "beeping/vibrating." The device was toning due to an alert for high defibrillation coil impedance on the right ventricular (rv) lead. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).